Event description:
A customer reported that they plugged in the unit and it (the bair hugger cord) starting smoking, the outlet was okay but the plug was melted. The issue with this bair hugger cord was addressed in a recall that has been closed. The hospital was contacted about the recall, 41 replacement cords were sent by arizant on (B)(4) 2010 and the hospital did not return the FDA required form. There was no injury reported.

Manufacturer narrative:
No pt involvement. No adverse pt effects were reported. If add'l info is rec'd, a f/u report will be submitted. No eval will be performed.